Manufacturer narrative:
Results: during initial testing, the returned engine was unable to power on at all. After replacing the fuses in the returned engine, the engine was able to power on and produce a vacuum pressure within specification. Conclusions: evaluation of the returned engine confirmed that the device was unable to power on. During the functional testing, the fuses from the returned engine was replaced. After the fuses were replaced, the engine was able to power on produce a vacuum pressure within specification. Evaluation of the returned canister revealed an undamaged and functional. The canister was tested with the returned engine and no issue was observed. The canister was not indicated in the complaint and no allegation was against this canister. Penumbra engines pumps and canisters are 100% visually inspected and functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the proximal m1 segment of the middle cerebral artery (mca) using a penumbra engine pump (engine). During the procedure, the physician made a pass using a non-penumbra catheter and turned off the engine; however, while attempting to make another pass, the engine was unable to turn back on. It was also reported that the hospital staff was unable to turn on the engine using another outlet plug; therefore, it was removed. The procedure was completed using a new engine. There was no report of an adverse effect to the patient.